Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and 90% restenosis mid left anterior descending artery. Pre-dilatation was performed and a 3.5 x 15 mm xience alpine stent delivery system (sds) was being advanced to the lesion; however, it could not advance through a previously placed non-abbott stent. There was resistance removing the sds from the previously placed stent. Additional pre-dilatation was performed and another stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.